Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. Although a temporal relationship between the diagnosis of leukocytosis peritonitis and the fresenius products exists, the etiology and causality of this event of peritonitis is unknown per pdrn and therefore the is a possible causal relationship between the fresenius products and the event of peritonitis. Additionally it is noted by the patient that he recently had a new pd catheter placed (unknown date).

Event description:
A peritoneal dialysis patient reported drain and fill complications. A follow up call was made to the patient's nurse who reported that the patient was being treated for peritonitis. The patient was treated with dentomycin (unknown route, strength duration) and vancomycin (unknown route, strength duration) for the peritonitis infection. Furthermore he is not completing peritoneal dialysis treatments at home, but going to the clinic to have his dialysis treatments performed. The cause and the etiology of the peritonitis event is unknown and patient did not require inpatient hospitalization. The nurse reported that the patient is having personal issues at home and will be eventually transitioned to in center hemodialysis. During a follow up call to the nurse it was reported that the patient is recovering from this episode of peritonitis. The patient's effluent culture showed no growth at that time. The patient is continuing on peritoneal dialysis therapy without further issues.